Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the device had difficulty with removal from the lesion. The target lesion was located in the carotid artery. A 190cm filterwire ez¿ was selected for use. During introduction, it was noted that there was resistance upon expanding the filter inside the patient's body. The basket was fully retracted upon retrieval, however difficulty removing the wire was encountered. The wire was then withdrawn completely without any further problem. The procedure was completed with this device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device revealed that the protection wire was found kinked at 111.2cm from the spring tip, the sheath is damage next to the stopper coil and the spring tip is damaged (stretched and curvy). Dimensional inspection was done and revealed that the coil dimensions that could be measured were found to be in specification. Sheathing and unsheathing test was performed as part of the functional inspection revealed that the filter bag was unsuccessfully retracted or deployed due to the kink and sheath damage found. The batch involved (18070714) expiration date was 06/30/2017, and the procedure date was (B)(6) 2017; therefore, it was used after its expiration date. The dfu states that the device have to be used before the expiration date, however this action do not contribute to the encountered failures, on the other hand, based on the information available the issue occurred during introduction inside the patient, the issues noted (spring tip and sheath damaged ) could have been caused due to the device interaction with other device during the procedure, moreover, the protection wire was found kinked , however it is a known issue generated due to an excess manipulation or force applied when the protection wire is pushed, once the protection wire is kink limits the device performance to retract the filter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the device had difficulty with removal from the lesion. The target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use. During introduction, it was noted that there was resistance upon expanding the filter inside the patient's body. The basket was fully retracted upon retrieval, however difficulty removing the wire was encountered. The wire was then withdrawn completely without any further problem. The procedure was completed with this device. No patient complications were reported and patient's status was stable.